Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). At 2:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 8.0 inr. At 2:20 p.m., a sample from the patient was tested in the laboratory using stago reagent, resulting with a value of 4.7 inr. At 11:30 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.8 inr. At 12:15 p.m., a sample from the patient was tested in the laboratory using stago reagent, resulting with a value of 3.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The reporter does not know if internal meter controls passed at the time of testing.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.